Event description:
It was reported that the patient was symptomatic. The right atrial (ra) and left ventricular (lv) leads had increased thresholds to where the ra lead had loss of capture thresholds started doubling a couple of weeks after implant of the lv lead. It was noted that a full thoracotomy procedure was used to place the lv lead and may have triggered some ischemic response due to compromise of the pericardial sack. The ra and lv leads were reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Concomitant medical products: a 693558 lead. A 407645 lead, implanted (B)(6) 2013. (B)(4).